Manufacturer narrative:
The customer reported that an isolated patient (door and airlock closed) had gone into a cardiac arrest 7 (seven) minutes before the staff realized it, as there was no alarm transfer for that patient. Philips received notification in 2009 that the patient had expired. Upon investigation of this event, it was determined that while there is no evidence to support that a device malfunction occurred, red alarms occurred for a patient over a period of time that were not heard or responded to appropriately and a delay in treatment of a patient occurred that was a factor in the patient's death. The investigation has determined that the users had suspended the alarms for 3 minutes repeatedly and claimed that they received no alarms. No further investigation or action is warranted at this time.

Event description:
The customer reported that an isolated patient (so door and airlock closed) had gone into a cardiac arrest (seven) 7 minutes before the staff realized it as there was no alarm transfer for that patient. Philips received notification in 2009 that the patient expired.